Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly on (B)(6) 2024 the customer experienced a blood glucose (bg) of 600 mg/dl. Reportedly the customer vomited and ¿passed out hit his head and hurt his neck¿. Customer attempted to address the bg by a correction bolus via the pump and a manual insulin injection. The customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Troubleshooting with tandem technical support (tts) indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tts to gather the release date from the hospital, however, no response was received.